Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home with low flow alarms. The cause of death was reported as unknown, and it was also reported that an autopsy would be performed. Additional information was provided that although the cause of death was unknown, it was noted that the patient had low blood glucose which could indicate a diabetic coma, or arrhythmia could also be a cause. It was stated that the patient had a history of arrhythmia, however if there was an arrhythmia at the time of death, it is unknown what type. The reason for the low flow alarms were also reported as unknown. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The account communicated that the patient was found expired at home with low flow alarms. The pump was running until the driveline was disconnected by paramedics. The account reported that the patient had a history of arrhythmia which could have been a cause for the patient¿s outcome but it was noted that this was not conclusive. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. The device was not returned for evaluation. The submitted controller event log file contained events from 19may2023 through 30may2023, per the timestamps. A sudden decrease in estimated flow was captured on 30may2023, resulting in multiple low flow hazard alarms per design. The driveline appeared to be disconnected approximately 11 hours following the onset of the flow decrease, consistent with the report the that the driveline was disconnected by paramedics. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.